Event description:
The patient reported migraines whether the device is on or off. An explant procedure was performed on (B)(6) 2024. No further information was provided.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed. The patient having another non-curonix device implanted and migration have been ruled out as potential causes. However, the implanting clinician noted it is unlikely the neurostimulator is causing the migraines as the device is implanted in their ankle. The stimulator is used to treat pain. Although the cause of the reported issue is unknown, it is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.